Event description:
A hospital in (B)(6) reported via their distributor that an rt225 infant breathing circuit failed a leak test. This was found before use on a patient.

Manufacturer narrative:
(B)(4). The product is not sold in the USA but it is familiar to a product which is sold in the USA. The 510(k) for that product is k020332. The returned rt225 infant breathing circuit was pressure tested using a multimeter. Results: this breathing circuit was found to be within specification. A lot check revealed no other complaints for this lot number. Conclusion: no fault was found with this circuit. (B)(4).